Event description:
The customer reported that she has been hospitalized after experiencing high and low blood glucose levels. The reported blood glucose reading at the time of the call was 235 mg/dl. The customer was feeling very uncomfortable with the insulin pump, and requested a replacement. The customer was not feeling well enough to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked battery tube threads noted.